Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported there was no light in the upper illuminator before vitrectomy surgery. There was no patient in the surgery room. The procedure was performed with the use of the lower illuminator. Additional information has been requested but not received to date.